Event description:
An Impella 5.5 device was inserted via direct aortic access in a 71 year-old female patient presenting with post-cardiotomy cardiogenic shock/low cardiac output syndrome (PCCS/LCOS) following a coronary artery bypass grafting (CABG) procedure. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient was also supported with extracorporeal membrane oxygenation (ECMO), with ECMO serving as the primary hemodynamic support device and the Impella being utilized for left ventricular venting. No additional patient medical history was reported.Following implantation of the Impella 5.5, an unresolved high purge pressure/purge system blocked alarm was reported. The decision was made to exchange the pump. The Impella 5.5 device was exchanged for a second Impella 5.5 without any observed impact on the patient's hemodynamic status. The reported activated clotting times (ACT) were reported to be within range between 160 and 180 seconds during the event.While on support, the Impella 5.5 device operated at performance level 2 with expected flows of 2.6 Liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.The following day, the patient remained critically ill in SCAI Stage D requiring the ongoing support with both ECMO, vasopressors and inotropes. A decision was made to withdrawal care and subsequently the patient expired.The death is most likely attributed to the patient¿s underlying critical condition as they presented in Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E, in the setting of multiple mechanical circulatory support devices. However, due to the critical clinical presentation at the time of the pump exchange causing a slight delay in therapy the device cannot be conclusively dissociated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.